Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Screen brightness check failed - when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2414 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Screen brightness check passed. Force gauge test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the liberty select cycler screen was blank during an unknown cycle of dialysis. The patient pressed ok, stop and touched the screen but the screen remained blank. The buttons made any sound when pressed. The patient rebooted the cycler and the buttons lit up but the screen remained blank. A cassette door does not open issue occurred. The cycler was on when the patient tried to open the door and it did not prompt to insert or remove the cassette. The patient was advised to reboot the cycler and tap around the bottom of the blank screen to cancel the treatment. The patient rebooted the cycler a minute after a selection was made. The patient was able to close all clamps and open the cassette door to remove the cassette. The fresenius technical support representative advised the patient the cycler would be replaced. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment via manuals on the day of the reported event. The patient confirmed that the cycler replacement was received as scheduled on 1/31 and she has been able to complete treatments using the new machine since it arrived. No treatments were missed. The old cycler has been returned. According to the patient, the new machine is working properly. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.